Event description:
Received info from the invacare legal dept regarding an electric wheelchair that allegedly caught fire. The consumer allegedly sustained minor burns and a broken leg when his neighbor pulled him from the chair.

Event description:
Received information from the invacare legal department regarding an electric wheelchair that allegedly caught fire. The consumer allegedly sustained minor burns and a broken leg when his neighbor pulled him from the chair.

Manufacturer narrative:
Invacare was contacted by an insurance company regarding a fire occurring a year earlier. Info initially provided by the insurance carrier did not provide a device model and/or serial number. Initial statement from the insurance adjuster was that the user had minor burns and broke his leg when his neighbor pulled him from the chair. The chair has long been removed from the scene of the alleged incident by the insurance company. Invacare was able to conduct a brief visual examination of the chair and has identified it as an invacare product. Inspection was limited to a non-destructive examination; disassembly was not allowed. Chair was equipped with a gb (gearless brushless) motor controller, manufactured by invacare. No conclusive results can be determined based on the limited visual examination. Malfunction has not been established. MDR filed as a conservative measure. As additional info is obtained, a follow-up MDR will be provided.

Manufacturer narrative:
Invacare was contacted by an insurance company regarding a fire occurring a year earlier. Information initially provided by the insurance carrier did not provide a device model and/or serial number. Initial statement from the insurance adjuster was that the user had minor burns and broke his leg when his neighbor pulled him form the chair. The chair has long been removed from the scene of the alleged incident by the insurance company. Invacare was able to conduct a brief visual examination of the chair and has identified it as an invacare product. Inspection was limited to a non-destructive examination; disassembly was not allowed. Chair was equipped with a gb (gearless burshless) motor controller, manufactured by invacare. No conclusive results can be determined based on the limited visual examination. Malfunction has not been established. MDR filed as a conservative measure. As additional information is obtained a follow up MDR will be provided." Follow-up - tear down evaluation -- the investigator opined that the fire may be due to a failure caused by a short inside the gb controller housing.